Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
The customer reported via phone call that there was motor error alarm. The customer's blood glucose was unknown. Customer was able to complete insulin pump rewind. Customer reported that the drive support cap appears normal. The troubleshooting was performed. The customer stated that the history contains more than one motor error alarm within the last 30 days. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.